Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure via percutaneous access, the 26mm sapien 3 valve was deployed in a ¿99:1¿ aortic/ ventricular position in the native aortic valve.  Post deployment echo showed moderate aortic regurgitation (ar).  The valve was post dilated.  A second 26mm sapien 3 valve was then placed 50:50 aortic to the first valve. The valve was fully deployed.   Post deployment of the 2nd valve, the physicians were ¿unable to withdraw/remove the delivery system from the sheath due to the bulkiness of the balloon material¿.  It was at that point, that the balloon was noticed to have burst, possibly during inflation.  During the attempts to remove the devices the patient suffered an injury to the left iliac artery and the physician made an incision in the groin to perform open repair.  No blood transfusion was required. The patient left in stable condition.   The aortic annulus area measured 448 mm2 by CT with severe calcification of the annulus and native leaflets. The malposition is perceived to have occurred due to the patient¿s fair amount of left ventricle outflow tract (lvot) calcification. The access site minimum luminal diameter (mld) measured 5.6 mm with mild/moderate calcification and tortuosity.

Manufacturer narrative:
Ref. Related mfgr. Report number: 2015691-2018-01697.

Manufacturer narrative:
The device was not returned, as it remains implanted in the patient.    Per the instructions for use (IFU), valve malposition and valve regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure.   There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.  Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Physicians are extensively trained by edwards before they are qualified to use the sapien thv.  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device.  Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment.  In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment.  The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Per report, the malposition is believed to have been caused by patient factors (patient¿s ¿fair amount of left ventricle outflow tract (lvot) calcification¿).  The regurgitation was likely caused by the valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.